Event description:
Additional information was received. It was reported that the patient went to the emergency room for her symptoms and the neurosurgeon decided to remove the system. It was indicated that they did not put a new one in. The device system was used to deliver lioresal.

Manufacturer narrative:
Product ID 8703w, lot# l41532, implanted: 1997 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
It was reported an infection occurred and the date of the event was ¿pretty recent¿ according to the patient's family. It was noted, the patient had incision site redness, weeping, and oozing. The dose had not been weaned. It was also reported, the patient had been in the intensive care unit (ICU) and will be monitored. It was believed the surgeon would remove the entire system on the date of this report. The pump was being used to deliver baclofen. Additional information received reported cerebrospinal fluid (csf) cultures were taken at the pump pocket site and spine incision at removal. It was noted the location of the infection was visible at the pump pocket site from redness and drainage. Results of the cultures were unknown. No further information was known at this time. Additional information has been requested; a follow-up report will be sent when it becomes available.